Event description:
The nurse reported the flexi-seal fms was inserted on (B)(6) 2015 and was in place for three days when the patient developed a mucosal pressure ulcer in the peri-rectal area. The nurse further reports there was minimal bleeding, the device was not discontinued due to the mucosal pressure ulcer, no prescription medication was administered for this issue nor did the mucosal pressure ulcer extend the patient's hospital stay.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. Should additional info become available, a f/u report will be submitted. (B)(4).